Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site for the first time and found that after the detector fell, the image acquired by the detector was totally corrupt. The documentation has been sent to the factory to assess the replacement with a new one. Customer has two reserve detectors. After escalation to the product specialist, it was concluded that the failure is due to a series of accidental drops, especially the last one and that its condition is unrecoverable. It must be replaced. The reported problem was confirmed. The detector was dropped by accident (use error). The local field service engineer (fse) went on site found that after the detector fell, the image acquired by the detector was totally corrupt. A quote for a new detector was sent to the customer but they did not order until it expired. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended. Correction: h6 result and conclusion.

Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the detector comes out with artefacts after being dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.